Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during laparoscopy-assisted distal gastrectomy, during the transection of small bowel at second firing, the reload was loaded, but the device did not fire like using pre-fired reload. The surgeon was able to press the green button and squeeze the handle. It was noted that the status indicator lights, five (5) white lights, handle indicator, adapter indicator, and reload indicator were flashing. Both the reload and stapler were changed to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative adapter and single use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.